Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Registered nurse reported that a peritoneal dialysis patient was hospitalized on (B)(6) 2017 due to difficulty breathing and a hypotensive episode. Patient was admitted to the hospital and subsequently expired while receiving peritoneal dialysis treatments in the hospital. Additional information was solicited.

Manufacturer narrative:
A temporal association exists between ccpd treatment with the liberty cycler on (B)(6) 2017 and the patient¿s hypotensive episode, dyspnea and subsequent cardiac arrest event resulting in patient death. Based on the available information, there is no reported allegation or documentation in the complaint file that supports the liberty cycler caused or contributed to the patient¿s cardiac arrest ultimately resulting in death. The patient¿s hospitalization was due to a pre-existing unknown cardiac condition. It is unknown if these issues in addition to any concomitant medications or other comorbidities contributed to the cardiac arrest and subsequent death. The allegation was not confirmed by the plant. The liberty cycler was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6) 2017, this elderly female patient (pt.) With end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was admitted to the hospital under intensive care for an unknown cardiac related issue continuing ccpd therapy as an in-patient. 2 days later, on (B)(6) 2017, the pt. Was undergoing ccpd treatment when she experienced a hypotensive episode and difficulty breathing and then suffered a cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated and the pt. Was intubated. Resuscitation efforts continued with administration of epinephrine, dopamine and norepinephrine. At some time later (unknown time after initiation of CPR), per the pt¿s family request, resuscitation efforts ceased and the pt. Subsequently expired. Per pdrn the cause of death was cardiac arrest.